Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018 the reporter contacted animas, alleging a history/settings issue that the pump did not audibly alarm a no cartridge alarm. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the product caused or contributed to an adverse event. This issue is being reported as an issue with the pump not performing as intended with regards to the history or settings may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: the historical data records from the date of the complaint had been overwritten due to continued patient use. Investigation tested the alarm by allowing the pump to delivery until insulin remaining reached zero. The pump alarmed appropriately with an empty cartridge alarm (144-000) and the empty cartridge message displayed appropriately on the display screen. The pump was returned with all sound settings set to vibrate only (no audible tone enabled). The audio tone function of the pump was tested during investigation and found to be operating properly. Investigation did not duplicate the complaint.